Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient had an impella 5.5 pump implanted to support a bridge to left ventricle assist device after escalation from intra-aortic balloon pump and extracorporeal membrane oxygenation. The impella 5.5 generated high purge pressure alarms which were resolved with a new cassette and adding tissue plasminogen activator to the purge. The patient survived.